Event description:
A physician reported that fragments and iris defect noted in a patient¿s eye during a surgery. The fragments were removed during the same procedure. Additional information was requested for this event, however, not yet received. This is the first of two reports received for this issue from the reporter user facility.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that fragments found in patients eye and it caused iris defect during surgery and fragments removed by intervention. There was no report of patient harm. This case was one of five report.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report; however, the attached photos confirm foreign material within the eye. The foreign material is consistent in appearance with phaco wrench material. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The attached customer photos confirm the foreign material, and it appears to be phaco wrench material. A possible contributing factor for the plastic foreign material could occur during placing the phaco tip onto the handpiece using the plastic phaco tip wrench. An investigation has been completed and actions are presently being implemented to eliminate the foreign material issues with the phaco tip and plastic wrench. An acceptance quality limit (aql) sampling is performed to ensure that the wrenches meet release acceptance criteria. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance is removed from the lot and scrapped, this inspection includes foreign material. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).